Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that readjusting and straightening the x-stage cover resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of surgery, a grinding and popping sound was heard from imaging system x-stage cover when extending the imaging system. There was no patient present at the time of the issue.